Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the cartridge leaked during tubing fill and no insulin was initially observed at the needle; after removing and reinserting the cartridge, securing all connections, and locking the luer, the user resumed the fill with no further leaking and insulin was observed dripping from the needle. Symptoms included none reported and blood glucose remained stable at 120 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting with reinsertion of the cartridge, verification of secure connections, and successful re-priming. Investigation of this case revealed a transient connection issue at the luer interface that resolved after reseating and securing the cartridge and tubing. It was concluded, based on previously established findings for similar reports, that the cause was user technique or connection insufficiency leading to a temporary leak that was corrected with proper assembly.